Event description:
After pushing the trigger on the c-t ii port closure, the blue center piece broke in the bottom wing section and fell into the pt. The doctor was able to retrieve the broken piece and complete the procedure without incident.

Manufacturer narrative:
The c-t ii port closure 10/15 involved in this event has not yet been returned to coopersurgical for evaluation. The complaint is currently still under investigation. Reference: (B)(4).